Event description:
It was reported that during proximal hip fracture surgery the aiming arm from the trochanteric fixation nail system (tfn) set came apart. The gold rim, insert, and pins came loose from the aiming arm. The surgeon was able to complete the surgery successfully without any delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following was received: 130 deg. Aiming arm body, tfn (357.366 / lot # 4520197 / mfg. Date: 01/2003). The returned device shows regular use during its 12+ year lifespan, with numerous scratches and hammer marks on the body. The device is functional, but all four pins holding the gold cap on are missing. Since the device's manufacture date, (B)(4) changed the design to increase the retention of the pins. This complaint is confirmed, and is the result of both the design coupled with wear. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Accumulated wear, as well as the design was the cause of the complaint condition. The current design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.